Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code 12 and fault ID 12-0x2071. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.